Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 8.0x30x135cm express¿ ld vascular stent was selected for use to treat the lesion. However, during the preparation, the physician noted that the stent was detached from the balloon. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the stent found the stent had moved on balloon for approximately 15mm distally over the distal markerband and the bumper tip, minimal stent damage across the whole length was noted, stent struts were misaligned, most stent damage was evident at the distal end of the stent where stent struts are squashed. The balloon did not appear to have been subjected to any positive pressure. Stent crimp markings were visible on the exposed proximal section of the balloon which confirms that the stent was firmly crimped on the balloon. A visual and tactile examination identified no issues along the length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 8.0x30x135cm express¿ ld vascular stent was selected for use to treat the lesion. However, during the preparation, the physician noted that the stent was detached from the balloon. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.